Event description:
Boston scientific provided the following information: caller states was informed on (B)(6) 2026 husband needs to have bottom lead replaced and wants to know if lead is extracted or if can be left in. Caller states bsc rep just arrived. Informed caller that lead may be extracted or left in place. Advised caller to discuss with clinician. No further information is available at this time.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.